Manufacturer narrative:
(B)(4). A visual and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. No corrective actions can be implemented due to the lack of device sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due to the lack of device sample and batch number. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that, while running with the flow at 1 lpm, water bubbles up in the column into the circuit. The customer reports no injury or consequence to patient.

Manufacturer narrative:
(B)(4). Upon receipt the concha column was visually examined. A pressure relief valve and an infant heated comfort flow circuit were with the receipt. These devices represent the configuration components making up the heated humidification circuit setup. There were no visual signs of misuse/abuse/and/or damage to any of the devices. Functional testing was performed and no issues were detected. The reported complaint of water bubbling up into the circuit during use cannot be confirmed based upon the sample received. The returned column was confirmed to function as intended at testing. A DHR review was performed on the product with no evidence to suggest a manufacturing related problem.

Event description:
The customer alleges that, while running with the flow at 1 lpm, water bubbles up in the column into the circuit. The customer reports no injury or consequence to patient.